Manufacturer narrative:
Product analysis #245676649: analysis information -- 2019-11-02 13:23:27 cst pli# 10 product ID# 3389s-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep)regarding a patient who was implanted with a neurostimulator (ins). It was reported that there was abnormally high impedances. No environmental/external/patient factors contributed to the issue. Diagnostics/troubleshooting included multiple tests. Interventions/actions included replacing lead. The issue is reported to be resolved. No out of box failure was reported. No symptoms were reported. No further complications were reported or anticipated with this event.